Event description:
It was reported when the customer opened the device and prepared to insert it, he found that the scale of the catheter was blurred and the ink on the scale was dirty. The catheter was not inserted, caused a delay in surgery. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of residue on the catheter shaft is confirmed and was determined to be manufacturing related. The product returned for evaluation was an opened 4fr single lumen powerpicc solo kit. What appeared to be black ink residue was on the catheter shaft between the 38cm to 45cm depth markings. No obvious evidence of use was observed on the catheter. Microscopic inspection of the catheter shaft confirmed a residue that appeared to be the same ink as the depth markings. Inspection of the depth markings revealed the ink was not printed uniformly as some numbers had a lack of ink. The residue on the catheter shaft likely occurred during manufacture of the device. This investigation was forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the customer opened the device and prepared to insert it, he found that the scale of the catheter was blurred and the ink on the scale was dirty. The catheter was not inserted, caused a delay in surgery. No other information was provided.